Event description:
"On (B)(6) 2014 at the (B)(6) hospital & medical center in (B)(6), it was reported that there was a burning smell from the hcu 30 serial number (B)(4) when in cleaning mode. Reference complaint (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu technician and the tank return valve was found to be faulty and was replaced. The device was tested to factory specifications and passed all tests. Reference complaint (B)(4)."